Event description:
It was reported the rv lead was replaced due to declining impedance in the lead with evidence of myopotential inhibition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.